Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection reveals that the jaw is missing from the device, hence confirming the reported failure of the jaws broke off the device. Additionally, functional testing couldn't be performed. The information provided stated that the sales rep did not know if there were any procedural or anatomy factors that contributed to the breakage. Given the information, we cannot determine a definitive root cause for the reported failure. Furthermore, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported by the sales rep via email and phone that during a rotator cuff repair procedure, it was observed that the customer's expressew iii without hook jaws broke off the device. The sales rep stated that all fragments were removed from the patient with a grasper. The sales rep did not know if there were any procedural or anatomy factors that contributed to breakage. The case was completed with another like-device with no patient harm or delay. The sales rep was not present and could not provide any additional information. The device is being returned for evaluation. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.